Manufacturer narrative:
The insulin pump was received with an intermittent esc button response due to a flattened button dome switch. The insulin pump was received with a cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported by phone that he had a keypad anomaly and the insulin pump was unresponsive while attempting to prime tubing. The customer was changing his infusion set prior to problem. The customer's blood glucose level was 140 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.